Event description:
Kinemax tibial insert was revised for wear. The following devices werre also removed as associated products: kinemax ii modular tibial component, 6476-0-310, kimemax plus np femoral condyler, 6479-0100. The reporter stated the revision procedure went well.

Manufacturer narrative:
Summary of eval: it is difficult to accurately determine the cause of this wear with the limited info provided. However, the results of the eval performed suggest that this wear was attributed to mal-alignment of the tibial insert and baseplate.